Event description:
A cobe brat2 procedure set was set up for autologous blood salvage use during surgery. When the user attempted to fill the bowl from the reservoir he was unable to get the valve to open on that line, getting saline from the wash bag instead. The user discovered that the yellow and red lines of the cobe brat2 procedure set had been reversed at the pump cartridge. The user removed the disposables from the brat2 machine valves and continued the procedure, manually opening and closing lines and successfully processed the blood in the reservoir. No pt injury resulted.